Manufacturer narrative:
Conclusion: images were submitted to medtronic for review. The imaging provided confirmed the valve was deployed from 80% to 100% in a good location and only one paddle is seen. The view of the second paddle was blocked by the delivery catheter system (dcs). The imaging provided confirm the valve dislodged above the annulus but was not captured on the fluoroscopy. Potential factors that can influence a dislodged valve include tension applied on the dcs during positioning, calcification levels in the native vessel, compliance of the aorta and native vessels, and several others. In this case, a conclusive root cause could not be determined from the limited information available, but it was reported that the dislodge may have been due to the paddle of the dcs. In addition, dislodge events are typically not related to a device malfunction. The valve was snared, and a second valve was implanted. Hemodynamic instability is a known potential adverse event per the device IFU. Low cardiac output (hemodynamic issue) can be related to valve related (degeneration, thrombus, calcification, etc.) Or non-valve related factors. With the limited information available, a conclusive cause could not be determined but calcification of the aortic valve and access via the subclavian artery were reported to have contributed to the hemodynamic instability. A percutaneous left ventricle assist device (impella heart pump) was placed. No additional adverse patient effects were reported. There is no information to suggest a device quality deficiency that may have caused or contributed to this event. Updated data: method, results, and conclusion codes. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Concomitant medical products: other relevant device(s) are: product ID: envpro-14, serial/lot#: (B)(6), ubd: 01-apr-2023, UDI#: (B)(4). Additional information was received, that the dislodge may have been, due to the paddle of the delivery catheter system (dcs). The heart pump was used, because of unstable hemodynamics. No additional adverse patient effects were reported. Updated data: d10: concomitant product. H6: method code. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Product analysis: no product was returned. Conclusion: without the return of the product, no definitive conclusion can be made regarding the clinical observation. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that following the implant of this transcatheter bioprosthetic valve, the valve dislodged aortically. The valve was snared and a second transcatheter bioprosthetic valve was implanted. It was reported that an impella heart pump was utilized. The reason for the impella pump was not reported. It was also reported that the implant procedure had been extended and took approximately five hours to complete as a result of the dislodged valve. No additional adverse patient effects were reported.